Manufacturer narrative:
As reported, a non-cordis device was attempted but could not be implanted; therefore, a 7 x 150 mm smart vascular stent system was used; however, the doctor was not able to recognize whether the lock had been released, and when the doctor tried to slide the outer shaft to the right to deploy it, it would not move. The device was deemed difficult to implant. Therefore, it was replaced with two new non-cordis stents and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had diffuse stenosis, and a contralateral approach was made. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for analysis. A non-sterile ¿smart 120 150, sfa - 7x150mm¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the evaluation. Upon thorough inspection, it was observed that the inner shaft was partially unraveled from the outer sheath near the hub, presenting a stretched condition by approximately 8 cm. The distal tip was found 8 cm from the distal radiopaque marker, stuck inside the clear section of the outer sheath. The hemostasis valve was tightly locked and the stent is still mounted on the device. No other significant details were noted on the inspected device. Due to the inner shaft being unraveled and stretched, a functional analysis test was not performed to determine the unit¿s functionality. The distal clear section of the outer sheath was evaluated with a vision system, confirming that the distal tip is stuck inside. Due to the condition in which the device was received, the reported ¿stent delivery system (sds) deployment difficulty-unable¿ could not be confirmed as analysis of the returned device cannot be conducted. Subsequent findings of ¿guidewire lumen (inner shaft) unraveled/stretched¿ was noted on the returned device. It appears the device inner shaft was retracted as opposed to the outer sheath being retracted causing the inner lumen to unravel and stretch. The distal tip was pulled in toward the outer sheath causing it to get stuck inside the outer sheath/stent. Based on the information available for review it likely user handling contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis device was attempted but could not be implanted; therefore, a 7 x 150 mm smart vascular stent system was used; however, the doctor was not able to recognize whether the lock had been released, and when the doctor tried to slide the outer shaft to the right to deploy it, it would not move. The device was deemed difficult to implant. Therefore, it was replaced with two new non cordis stents and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had diffuse stenosis and a contralateral approach was made. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The complaint device was returned for evaluation. The unit was thoroughly inspected observing that the inner shaft was found pulled out from the device with unravel/stretched condition.